Event description:
Iab catheter inserted under fluoroscopy. Poor augmentation and inflation noted immediately. The balloon was manually inflated with helium. The upper tip of the balloon displayed minimal inflation. After 20 mins of pumping, the console was changed with no improvement. One hr later the alarms were disabled on the console due to a constant kinked catheter alarm. After 15 hrs of pumping, another physician attempted to reposition the catheter under fluorosocpy. The catheter migrated down the aorta with each attempt of inflation. The catheter was removed, and a bard iab catheter was inserted. The balloon catheter will be sent to datascope pending release from risk mgmt.